Event description:
It was reported that a nurse was pushing the stretcher and the zoom allegedly stopped abruptly and the nurse allegedly injured her back.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received a follow-up report may be submitted.